Manufacturer narrative:
(B)(4). Date sent 1/27/2025. D4 batch#: 949c79. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with two gcflgb reloads(b and c) present. The reload(b) was received partially fired 1/2, the reload(c) was received partially fired 1/3. Both reloads were reset then, the device was tested for functionality in the straight position with the returned reloads(b and c). During the functional test, it was noticed that the firing speed was abnormally slow. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the pcb board was noted to be malfunctioning. It is also possible the partially fired is consistent with an incomplete or interrupted cycle. Please reference the instruction for use for more information. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what may have caused the pcb board to be damaged. A manufacturing record evaluation was performed for the finished device batch number: 949c79, and no non-conformance's were identified. A manufacturing record evaluation was performed for the finished psee60a, with lot/batch number: c9e00w, and no non-conformance's were identified.

Event description:
It was reported that during a laparoscopic hepatectomy surgery, could not fire without motor sound on the firing. The surgeon removed the battery and rotated for 180 degree and reinserted the battery. The device still could not fire and without motor sound. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.